Event description:
This ra lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2018 due to oversensing and pacing inhibition with no asystole. A product experience report received on 08/01/2018 stated that this lead also had a fracture and that there was no capture. The physician was dr. (B)(6) at (B)(6) in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).